Event description:
Reporter indicated that patient wants her "vns removed because she is having pain and a knot at the site." It was subsequently reported that the patient also wanted the device removed due to the need for an MRI of her spine. Good faith attempts for further information are currently being made.